Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had excessive blade pressure and found a crack on the knife head, but nothing fell into the patient. When the nurse was cleaning the knife head after the surgery, a fragment fell off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no problem or anything out of the ordinary noticed. The instrument did not collide with any other instrument or tool during the procedure. The damage did not result in a fragment falling inside of the patient and there was no injury to the patient. The hospital refused to provide patient information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm harmonic ace instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a cracked blade. As a result, instrument failed the energy recognition test. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly on 3 out of 3 attempts. Additional observation(s) not reported by site: the instrument was found to have blade damage at the base of the blade. The curved blade was found indented. There were not any signs of corrosion that would have contributed to the blade damage. Components adjacent to the blade damage show damage which may indicate potential mishandling/misuse. The blade was also cracked.

Event description:
Refer to h10/h11 for follow-up information.